Manufacturer narrative:
Date sent to the FDA: 05/19/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery, hernia repair surgery and lysis of adhesions on (B)(6) 2016 during which the surgeon noted he performed extremely tedious blunt and sharp dissection and the mesh was excised in total. It was reported that the patient underwent ventral hernia repair and incisional wound vac application on (B)(6) 2016. It was reported that the patient experienced severe pain, inflammation, nausea, dense adhesions, infection, scarring, bulging, loss of appetite, stress and anxiety. Other procedure is captured under separate file. No additional information was provided.